Manufacturer narrative:
No unexpected pump error alarm 25 noted. The insulin pump was returned for power error. Detailed trace analysis did not confirm power error alarm 25 was triggered. The backup battery unloaded voltage did not drop below 3.7v for consecutive 240 minutes. The insulin pump had minor scratched display window, scratched case, pillowing keypad overlay and cracked overlay at select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump excessively alarmed power error 25 alert. Customer's blood glucose levels were not included in the report. Product is being replaced.